Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a fingerstick blood glucose of 388 mg/dl after a recent supply change and ingestion of a high-protein meal without announcement. Symptoms included elevated blood glucose and small ketones. Outcomes included the need for troubleshooting and education by support personnel. Investigation included technical support review and user-directed troubleshooting. Investigation of this case revealed no device malfunction confirmed and an unclear cause of hyperglycemia. It was concluded that the event was user-related or indeterminate with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.